Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the rear response button was intermittent. The cause of the inability to activate the monitor is the intermittent switch. The cause of the intermittent switch is a creased cable. The root cause of the creased cable cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons would not activate the device.